Event description:
This spontaneous literature device case was received on 10/26/2011 from a physician and concerns a (B)(6) female pt who developed foreign body giant cell granulomatous reaction after receiving poly-l-lactic acid (sculptra), taken for an unk indication. Nataloni r. Filler conundrum. Atypical post-filler response inspires discussion among perplexed physicians. On an unspecified date (2010), the pt commenced treatment with poly-l-lactic acid injection (dose, frequency, route, lot number and expiration date not reported). On an unspecified date in (B)(6) 2010, after 10 months of poly-l-lactic acid injection series and one month after she stopped mesalamine (lialda) for ulcerative colitis, biopsy findings revealed that she developed exuberant foreign body giant cell granulomatous reaction to exogenous clear foreign material. In (B)(6) 2011, the pt presented in the dermatology clinic with granulomatous nodule and biopsy was taken. There were numerous small and large multinucleated histiocytes which contain sometimes large shards of clear foreign material. This was birefringment on polarized light. There was also associated additional inflammation including a microabscess. Lymphocytes, plasma cells and foamy histiocytes were also numerous. Gram, afb fite, pas and gms special stains were negative for definite microorganisms. It was reported that all long term fungal, gram stain and antimicrobial tests were negative. She was treated with two courses of clarithromycin (biaxin) 500 mg bid and prednisolone 50 mg bid for five days. Needle was also used to dissect and drain the nodule. It was mentioned that the nodules were resolving. The ptc investigation hs been requested. Therapy with poly-l-lactic acid was stopped on an unspecified date. No medical history and concomitant medication was reported. Past medication included mesalamine (lialda) taken for ulcerative colitis.